Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a faulty user interface module printed circuit board. The user interface module printed circuit board has been replaced. Additional: a service history review has been performed and the device has not been previously serviced for the reported condition. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
A colleague infusion pump with failure code 403:317:871:0000. This failure code occurred during service evaluation testing and interrupted delivery. There was no adverse event, patient injury or medical intervention associated with this report. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.